Manufacturer narrative:
No patient involvement. Product is an instrument and no implantable. Evaluation is pending upon completed investigation of the product.

Event description:
During a kit inspection on (B)(6) 2010, the sales representative noted that the prong on the incompass universal driver was broken. This malfunction has been associated with an adverse event in the past.